Event description:
It was reported by the attorney that the plaintiff underwent a knee surgery in 1994, where vicryl sutures were used. As per the attorney, after the surgery the plaintiff developed infection and injuries.